Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability could not be performed yet as no information concerning the product (reference and lot number) was reported. Attempt was made to collect additional information (reason for revision, reference and lot number of product, images of surgery). Yet, no answer has been received yet. Investigation still in progress. Conclusion not yet available. Device not returned to manufacturer.

Event description:
Easyspine : revision surgery for unknown reason. It was reported on (B)(6) 2018 a broken easyspine torx at the beginning of a revision surgery. No patient impact. This complaint is regarding the easyspine revision. Several attempts were made to collect informations about the incident. Still no additional information received.

Event description:
Easyspine : revision surgery for unknown reason. It was reported on dec. 20th 2018 that an easyspine torx broke at the beginning of a revision surgery. No patient impact was reported. This complaint concerns the easyspine revision. An other complaints has been initiated for the investigation of the broken instrument (B)(4). Additional information received on january 30th 2019: surgeon's assistant informed the reporter that an extension of the posterior montage was performed. No impact on patient was reported.

Manufacturer narrative:
The review of the device history records and traceability could not be performed as no information concerning the product (reference and lot number) was reported. Several attempts were made to the reporter to collect additional information on this event. No additional information related to the product reference and batch number were provided. The product location is unknown. The product was not returned to the manufacturer. Therefore, no product evaluation could be performed. An additional information was reported on january 30th 2019: the revision done to perform an extension of a posterior montage from the additional information received on (B)(6) 2019 and the investigation of the case, the conclusion lead to the fact that the revision is not related to the device and was planed to perform an extension of a posterior montage. The investigation found no evidence to indicate a device related issue.